Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and verified that the customer experienced a boot up issue, with blank screens and the touch screen module (tsm) showing a host pc connection error. A review of the system logs revealed that the host pc did not initiate during the previous startup confirming the reposted issue. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was turned off and not in sync with rest of the system. The fse manually powered on the host pc and verified normal operation through three successful power cycles. After powering on the pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.